Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's time on the pump was off by 1 hour. The customer's blood glucose level was 89 mg/dl and was treated with food. Tandem technical support assisted the contact with correcting the time.